Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy by the right ventricular (rv) lead. The rv lead exhibited high superior vena cava (svc) coil impedance due to a problem with the proximal part. Reprogramming was performed. Subsequently, the lead was replaced. No further patient complications have been reported as a result of this event.